Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported while at the rodeo on a ride she noticed the pod had fallen off and cannula had become dislodged. The pod was worn for an unknown length of time on her abdomen and no specific blood glucose levels were provided. Patient experienced nausea and vomiting. Subsequently, patient visited the emergency room and received a diagnosis of diabetic ketoacidosis (dka) and gastroparesis. Treatment included intravenous fluids, zofran, phenergan, and dilaudid. Patient stated that there was no change in her insulin dosage.